Manufacturer narrative:
Investigation of this event is ongoing.

Event description:
A 26mm sapien 3 valve was found to have increased gradient and was explanted on post operative day (pod) 62. The s3 valve had been implanted during an uneventful tf tavr procedure in a congenital bicuspid aortic valve with severe aortic stenosis. The native bicuspid valve area measured 533mm with moderate annular calcification and mild leaflet calcification by CT. The commander delivery system was prepped with 23cc of volume. Bav was performed. The s3 valve was positioned 50:50 in the aortic annulus. Post deployment, the s3 valve landed in good position (80:20 aortic/ventricular) with no paravalvular leak (pvl). The patient was discharged post-operative day (pod) 2. Fifty six days after the s3 valve implantation, while traveling out of state, the patient was admitted with heart failure. By tte, a 100mmhg gradient was observed across the aortic valve. The patient was transferred to a local tavr center. Further evaluation was performed and a decision was made to explant the s3 valve and replace the valve surgically. The successful explant surgery was performed on pod-62. A 23mm edwards ce valve was implanted successfully. The leaflets on the s3 valve were found to be very fibrotic and stiff according to the explanting surgeon. The s3 valve was sent to pathology for evaluation.

Manufacturer narrative:
(B)(4). Per the IFU, the safety and effectiveness of the sapien 3 valve have not been established for patients with congenital unicuspid or congenital bicuspid aortic valve. The valve was not returned to edwards lifesciences due to legal constraints within the institution where the valve was explanted. However, medical records, cine and tee images, as well as two post explant photographs of the valve were provided to edwards for internal review. The cine and tee images were reviewed by an edwards¿ physician and the following observations were made. Pre-op tee: heavily calcified native bicuspid valve. Procedural cine ((B)(6) 2016): heavily calcified aortic valve. Valve was implanted in good position. Small waist was seen on the non-coronary cusp (ncc). Good implant, valve fully expanded. Tee ((B)(6) 2016): thickened prosthetic valve leaflets, non-functioning. Impressions: unusually heavily calcified native bicuspid valve for such a young person ((B)(6)). Initial implant done well, no issues seen. Follow-up tee shows thickened, non-functioning valve leaflets. Cannot confirm thrombus. Unable to determine cause from images provided. A device history record (DHR) review did not reveal any issues that may have contributed to the reported event. The post explant photographs were reviewed by engineering. One of the photos is an outflow axial view of the sapien 3 bioprosthetic valve. Noticeable deformation of the metal frame was presented that was most likely related to the explant of the valve. All three leaflets were in a closed position with wavy coaptation. The cusps of the leaflets was filled with red solid substance with features consistent with fibrinous thrombotic materials. The pathology of the thrombosis could not be determined without examination of the valve. Another photo is the side view of the valve. The inflow side of the valve could not be assessed since no photograph of the inflow view was provided. Without x-ray imaging or histology, it is difficult to determine if there is leaflet tissue calcification in this particular valve. Based on the photographs of the explanted valve, the thrombosis developed on the outflow side of the leaflets and appeared to be severe enough to cause the reported aortic stenosis. With limited patient information, and as no direct assessment could be performed on the explanted valve, the root cause(s) for the events reported for this particular valve could not be determined at this time. The reported event was confirmed based on review of imagery provided from the case, however, there is insufficient evidence to confirm a product non-conformance. No labeling, IFU or training deficiencies were identified. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. Review of complaint history for the month of (B)(4) 2016 did not reveal that the occurrence rate exceeds the control limits for this trend category. No corrective or preventative actions are required at this time.

Event description:
A 26mm sapien 3 valve was found to have increased gradient and was explanted on post-operative day (pod) 62. The s3 valve had been implanted during an uneventful tf tavr procedure in a congenital bicuspid aortic valve with severe aortic stenosis. The native bicuspid valve area measured 533mm² with moderate annular calcification and mild leaflet calcification by CT. The commander delivery system was prepped with 23cc of volume. Bav was performed. The s3 valve was positioned 50:50 in the aortic annulus. Post deployment, the s3 valve landed in good position (80:20 aortic/ventricular) with no paravalvular leak (pvl). The patient was discharged post-operative day (pod) 2. Fifty six days after the s3 valve implantation, while traveling out of state, the patient was admitted with heart failure. By tte, a 100mmhg gradient was observed across the aortic valve. The patient was transferred to a local tavr center. He underwent tee confirming an ejection fraction of 45% with thickened tavr leaflets and reduced excursion, no valvular thrombus, but did note the presence of a left atrial thrombus. Further evaluation was performed and a decision was made to explant the s3 valve and replace the valve surgically. The successful explant surgery was performed on pod-62. A 23mm edwards ce valve was implanted successfully. The leaflets on the s3 valve were found to be very fibrotic and stiff according to the explanting surgeon. The s3 valve was sent to pathology for evaluation, which reported ¿nodular fibrosis and calcification with organizing fibrinous thrombus.¿